Event description:
The pt underwent a diagnostic catheterization through the right femoral artery. The phsyican closed the arteriotomy with the closer tsl 6 fr. Device. A sheathogram was not conducted prior to closure. The pt was discharged. The following day the pt consulted the local physician complaining of pain in the leg. Approximately ten days later pt returned to the cardiologist complaining of persistent pain. High thigh pulses of the right leg were .4. The pt was diagnosed as having an occlusion of the external iliac artery. The pt rec'd retavase. Surgical intervention included recanalizing and balloon angioplasty with stent placement to the external iliac artery. The pt recovered without further incident.